Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event injection site infection, was deemed to meet the serious criteria of hospitalization and required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a belgian physician and concerns a female patient. She was injected with radiesse 1.5 ml into the cheeks, for regeneration of the skin, on (B)(6) 2024. Radiesse was diluted with saline in 1:1 ratio, and with 2% of lidocaine (product preparation issue, off label use of device). A 22g cannula was used for injection with the fanning technique. The patient had no significant medical history. The patient was previously injected with radiesse, into the cheeks, in 2023 (reported as a year prior to the time of this report), without any reaction. On (B)(6) 2024, one day after the radiesse injection, the patient experienced swelling, in the left cheek. On (B)(6) 2024, the patient developed severe swelling in the left cheek, as the swelling did not go down and pain started to occur, the patient went to the hospital. The patient was hospitalized. The swelling was over the whole cheek and descending to the neck. Computed tomography scan (CT scan) was done but with little result, magnetic resonance imaging (MRI scan) was done also with no conclusive outcome. Augmentin intravenously (IV) was started with no effect. Echo was demanded but was not possible on a sunday. As the night was going, cortisone was given. On (B)(6) 2024, in the morning, infection seemed to be the diagnosis, but the diagnosis was not final yet. Echo was planned, to exclude injection in the parotis. Floxapen was started. The outcome of event was reported as not resolved. In the opinion of the reporter, the event was of severe intensity and related to the injection procedure as already had radiesse in the past without any reaction, applied treatment was not necessary to prevent a life-threatening condition/permanent damage or to accelerate recovery, no permanent damage remained, and the reporter considered event as serious as the swelling continued and was difficult to stop, and as pain occurred.

Event description:
Follow up information was received on 19-nov-2024: the verbatim term suspected infection was changed to infection and the coding remained unchanged. Infection was confirmed as the final diagnosis. No echo was done, but a CT scan was performed. It was not possible to share the results. Patient fully recovered. The outcome of the event was reported as resolved, in 2024 (changed from not resolved).